Event description:
It was reported that the patient's pacemaker system was removed due to system infection. The pacing system was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. There was blood on the lead conductor proximal end not obstructed. (B)(4).